Event description:
The pt reported that the pump did not emit a loss of prime warning after the cartridge was removed from the pump for 20 mins. After programming a bolus dose without a cartridge in the pump, the pump still did not alarm a loss of prime.

Manufacturer narrative:
The pump was returned to animas. Eval revealed that the force sensor bond was damaged and the force sensor was unable to detect the lack of a cartridge. The pump was exercised without a cartridge with no alarms occurring. No loss of prime alarm was emitted.